Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that battery cap contacts were missing and blank screen. No harm and medical intervention reported. Troubleshooting was performed; it was unknown whether customer will continue use of the device or not.